Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the plastic distal end cover had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection. During device evaluation at olympus, it was found: bending angle in up direction did not meet the standard value due to wear of the angle wire, connecting tube had a scratch, adhesives on the light guide lens had a white-clouded area, adhesives around the objective lens were peeled, suction connector had discoloration, protector of the universal cord on the suction connector side had a scratch, universal cord had a scratch, grip had a scratch, scope cover had discoloration, switch 1 had discoloration, control unit had discoloration, electrical connector had corrosion due to water leakage, adhesives on the bending section cover had a white-clouded area, adhesives on the bending section cover had a chip, the play of the up/ down knob were out of the standard value due to wear of the angle wire, connecting tube had coating peeling, and a streak of flare appeared in the image due to adhesive peeling around the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.